Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4043841, d4. Medical device expiration date: 2025-07-31, h4. Device manufacture date: 2024-02-12. D4. Medical device lot #: 4044817, d4. Medical device expiration date: 2025-07-31, h4. Device manufacture date: 2024-02-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there were 2 tubes with a crack at the bottom. These tubes were from two differnt lots. No patient impact.

Manufacturer narrative:
Investigation summary: material #: 367954, lot/batch #: 4044817 and 4043841. Bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from each lot numbers were evaluated by visual examination and no issues were observed relating to damage tubes as all samples met specifications. Also, 4 retained tubes from each lot number were evaluated by functional testing, centrifuged and none of the tubes broke post centrifugation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of damaged tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there were 2 tubes with a crack at the bottom. These tubes were from two differnt lots. No patient impact.